Event description:
Information was received indicating that a smiths medical cadd extension set snapped off while in use. The patient returned to the pharmacy for tubing replacement. There were no reported adverse effects.